Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 05-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown if there was a deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented and/or detected by handling the device in accordance with the following section of the instructions for use: gif-h185 operation manual chapter 3 preparation and inspection, gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material with the air/water tube and air/water cylinder. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a whitish foreign material inside the air/water tube and air/water cylinder likely due to insufficient reprocessing. Additionally, the forceps elevator was deformed, the switch number 1 had a cut, the plug unit was corroded, the scope connector unit was corroded, the circuit board unit was corroded, the light guide lens was cracked, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.